Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using insulin from old cartridges when loading new cartridge and that she generally changes cartridges every 3-4 days. Tandem customer support informed customer that insulin is only intended to be used for 72 hours per the user guide. Customer changed pump supplies to address occlusion alarms, but occlusion recurred. Customer reverted to an alternate method of insulin therapy. Customer blood glucose was 212 mg/dl at time of event.